Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On 04/19/2016 per ms and s, facility contact reported that they had a patient with a bard gastrointestinal tube placed on (B)(6) 2016. They stated that the cap "pops open" and gastric contents sometimes reflux out. The contact also stated that when the tube is connected to the continuous feeding pump, the administration set comes out of the j-tube.